Event description:
The customer reported that the system locked up with scrolling blocks on the control panel after cysto case had been completed. There was no harm to pts as a result of this lock up.